Event description:
Dimensional discrepancy. The tibial insert could not be placed correctly. After placing the insert, there was a gap between the insert and the baseplate. Another new insert was used with no problem.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 6 events associated with this event type (dimensional discrepancy and product code jwh).